Event description:
Report received from USA stating that the device will not secure attachment. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the complaint of "will not secure attachment" was not confirmed. The device was found to have excessive vibration when running, and has a build up of soap/salt residue which shows evidence of immersion cleaning, handling, and maintenance issues. If additional information becomes available, a supplemental report will be sent. (B)(4).